Event description:
Senseonics was made aware of an incident where the patient reported that the incision site started to suppurate. The patient's physician prescribed an ointment but it did not resolve the infection. The patient reported the wound subsequently healed, but the infection remained and the physician prescribed an antibiotic but the infection still remained. The sensor was scheduled to be removed.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The patient was treated with antibiotics by the physician. The manufacturer had contacted the patient to confirm the status of sensor removal, however, no response was received.